Event description:
It was reported by the patient¿s mother that the patient was taken to the emergency room (ER) on (B)(6) 2025, due to hyperglycemia (200 mg/dl) after an unspecified duration of pod wear on the abdomen or arm. The mother further reported that blood glucose values were being incorrectly displayed by the glucose monitor in use at the time (dexcom g7). The sensor was reporting 150 mg/dl, while a manual reading (type not specified) showed 200 mg/dl. Reported symptoms included vomiting. However, upon evaluation in the emergency room, providers began to suspect a gastrointestinal issue as the cause of the vomiting. Diabetic ketoacidosis was ruled out. The patient was treated in the ER with insulin and fluids and received a prescription for compazine. Laboratory tests were performed, with no abnormal or notable results reported. The patient remained in the ER for approximately 8-10 hours before being discharged and was not admitted to the hospital. No malfunctions or issues were reported with the pod. Based on the information provided, the event was attributed to incorrect sensor readings.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.